Manufacturer narrative:
B3: date of event: the day of event is unknown. Bsc became aware of the event on (B)(6)2020 . Therefore, a date of (B)(6)2020 was entered to indicate that the event occurred on an unknown day in (B)(6)2020 . Device is a combination product. Device evaluated by MFR: a 28 x 4.00mm promus premier select ous mr stent delivery system was returned for analysis. No stent was returned with the device. The balloon cones and exposed balloon wall showed signs of positive pressure applied. The balloon appeared to be in a deflated state. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid shaft section found multiple shaft polymer extrusion kinks at several locations along the shaft polymer extrusion, including the shaft kinked, twisted and stretched at the port bond site. Multiple sites of damage (stretching and bunching) were identified at several locations along the shaft polymer extrusion. An attempt was made to load a recommended 0.014 inch guidewire via the tip in preparation for a leak test; wire passed through wire lumen in balloon section but met resistance in the distal wire lumen due to the bunching damage and the wire was not advanced further. The device was inflated to rated burst pressure (rbp), a leak was noted in the shaft, and the balloon could not hold pressure due to the shaft leak. Shaft leak was located 57mm distal to the wire exchange port. The inflation device was verified before and after use. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left main artery (lm). A 28 x 4.00 promus premier select stent was advanced and deployed in the lm. After implantation of the drug eluting stent (des), a proximal optimization technique (pot) was attempted by inflating the balloon on the stent delivery system in the ostial lesion, but the balloon ruptured. The procedure was completed with an non-compliant (nc) balloon. There were no patient complications.

Manufacturer narrative:
Date of event: the day of event is unknown. Bsc became aware of the event on (B)(6) 2020. Therefore, a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020. Device is a combination product.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left main artery (lm). A 28 x 4.00 promus premier select stent was advanced and deployed in the lm. After implantation of the drug eluting stent (des), a proximal optimization technique (pot) was attempted by inflating the balloon on the stent delivery system in the ostial lesion, but the balloon ruptured. The procedure was completed with an non-compliant (nc) balloon. There were no patient complications.